Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (+) p (+): pilot: reading test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 device was evaluated by a philips service engineer (fse). During the investigation, the engineer replaced the device¿s 3-way solenoid valve and proportional valve to correct the issue. Following the repair, the ventilator successfully passed all final functional and performance testing, and was confirmed to be operating within specifications.